Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 365 laser fiber was used during a ureteral stone laser lithotripsy in the distal ureter near the ureteral opening performed on (B)(6) 2015. The stone was described as being particularly hard (hounsville unknown). According to the complainant, the device was advanced to the site using a rigid ureteroscope. During the procedure, soon after beginning to fire on the stone, the laser fiber broke off inside the patient. The broken fragment was successfully retrieved from the bladder. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) fiber broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.